Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged. It was noted that the lead had dislodged during the initial device implant seven years ago and was programmed off at the time. The lead was abandoned and capped during a routine device change out procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.